Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity / metafix collared revision of all components after 10 days due to a reported 15mm leg length discrepancy.

Event description:
Trinity / metafix collared revision of all components after 10 days due to a reported 15mm leg length discrepancy.

Manufacturer narrative:
Per (B)(4) final report. Additional information including post primary and pre revision x-rays, opeative notes, patient details, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of this investigation was limited. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided by the reporter it has been concluded that a leg length discrepancy had occurred during primary surgery as the surgeon could not acheive stability with a shorter leg length. The surgeon did not think that this leg length discrepancy would be clinically significant for the patient, however, they could not tolerate the difference and thus the revision procedure was conducted. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.